Event description:
The patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6), 2025, after experiencing blood glucose levels over 600 mg/dl while using the pod between 24 and 36 hours. The patient reported multiple unsuccessful bolus correction attempts through the pdm, with no improvement in glucose levels. Reported symptoms included hyperglycemia, nausea, frequent urination, and vomiting. During hospitalization, the patient was treated with an intravenous insulin drip. The pod was reportedly removed at the hospital; the patient no longer has the pod. The patient was unable to recall the exact discharge date but believed it occurred between (B)(6) and (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.